Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw is busted and one side snapped in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. The detached pieces of silicone were not returned to the factory. A visual inspected was conducted. Signs of clinical use were observed on the tool jaws. Evidence of blood and charred tissue were observed. It was observed that the silicone insulation on the cold jaw was both cracked and peeled. A large portion of the silicone insulation had completely detached, exposing metal on the cold jaw. Some of the silicone near the base of the jaws was cracked, but remained attached. The silicone insulation on the hot jawed appeared intact. In addition, strips of white plastic were observed near the tip of the hot jaw. These strips appear to have came off the cannula. Based on the returned condition of the device, and the evaluation results, the reported failure "peeled" and the analyzed failure "peeled; cannula" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw is busted and one side snapped in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects.